Event description:
It was reported that the field representative called in for review of device data as there was a concern of right atrial (ra) loss of capture (loc). Technical services reviewed and confirmed there was loc. It was noted since implant there have been no successful right atrial automatic threshold (raat) tests due to low evoked response. Additionally, there was ra undersensing on the most recent right ventricular automatic threshold (rvat) test as well on rythmiq and far-field oversensing on the stored atrial tachy response (atr) events. There was a drop in sensing and pacing lead impedance measurements, however, were still within normal range. Ts discussed possible causes and recommended to consider getting x-rays. At this time, the lead remains in service. No adverse patient effects were reported.